Event description:
It was reported that the lead exhibited high impedance, capture anomalies and an insulation breach at the suture site. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the high lead impedance was due to a fractured distal coil.